Manufacturer narrative:
The customer reported that the lcd on the bsm (bedside monitor) fades in and out and traces are lost from the screen. The issue was occurring intermittently. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The device is currently in the process of being repaired. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the lcd on the bsm (bedside monitor) fades in and out and traces are lost from the screen. The issue was occurring intermittently.

Manufacturer narrative:
Additional manufacturer narrative: the inverter board needed to be replaced to fix the issue. All functions were tested prior to shipment. The device was repaired and returned to the customer on 11/20/2015.